Event description:
It was reported that during the implantable pulse generator (ipg) system implant procedure, the physician noticed, before opening the package, that the introducer sheaths were visibly cracked and broken on five separate units. An intact introducer of the same lot was selected and the lead was inserted and placed. After placement, the lead threshold reading was high and no pacing was observed. When the physician tried to re-position the lead, the patient suddenly felt sick and started vomiting. The physician discovered that the patient had a pre-existing hydropericardium that was visible under radiography imaging. As a result, the implantation was discontinued and the patient was treated for their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).